Event description:
It was reported to philips that the device displayed a red cross and the "charge function does not work". The device was reported as being available for clinical use at the time of the event but not being used on a patient at the time of the incident. It was reported that no patient was harmed and there was no adverse patient impact.